Event description:
It was reported that during the implant procedure, the lv lead could not connect properly into the device header. The device was not implanted was replaced. The patient was fine post-procedure.

Manufacturer narrative:
Evaluation: the reported inability to connect the lv lead into the device header was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported inability to connect the lv lead into the device header could not be determined.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.